Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the tip broke during an unspecified procedure involving an olympus single use fiber. There was no patient injury reported.